Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads: upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7012367.

Event description:
It was reported that the patient experienced overstimulation on the rib during reprogramming. Following this, the patient had weakness in the left leg and a burning sensation on the rib. The patient then underwent an explant procedure. All explanted devices were discarded.